Event description:
Reporter stated that he has been frustrated because of a product label change. Reporter states that coils were labeled 2mm/20mm, but six months ago product label was changed to 4mm/4mm. Reporter voiced frustration because he was not notified regarding this change. Reporter has also complained of delay in procedural times.